Event description:
The MFR received info that allegedly a pt is having issues with her mouth and tongue which she believed is caused from the use of the essence nebulizer and the nebulization of albuterol. Pt states that it is possible that the irritation may have been caused by the medication that she uses with the device. Pt is unsure if she was harmed by this event. The device has not yet been returned to the MFR for eval. At this time, we are unable to confirm the alleged incident. A follow-up report will be submitted when the manufacturer's investigation is complete.